Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they could not get past the fill tubing process and received a compromised force sensor system. They were unable to exit the preparing to prime loop. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The device was not bumped or dropped prior to the compromised force sensor system alarm. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with currents in specification. Motor error alarm occurred during rewind due to corroded motor home switch. No unexpected compromised force sensor system alarm. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, and cracked lcd window.